Event description:
Complainant alleged that the medics were treating a pt (age and gender unk) presenting a ventricular fibrillation heart rhythm. They attempted to defibrillate the pt at 200 joules, the pt then went into an asystole heart rhythm. The medics then administered epinephrine and atropine by IV push. The pt returned to an idioventricular rhythm at 30-50 bpm without pulses. Enroute to the hosp the medics again administered epinephrine and atropine. The pt's EKG showed that there was no response. Upon arrival at the hosp, the pt again presented a ventricular fibrillation heart rhythm. The medics attempted to charge the device to 300 joules, but the device would not charge. The battery was changed and all connections were checked but the device still would no charge. The pt subsequenctly expired, but the complainant indicated that the pt "had no pulse and a lethal arrhythmia."